Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok keypad button was flat and difficult to press. The patient denied damage to the keypad and noted the symbols were worn off. The patient reportedly wore the pump in a case in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad button symbols were found to be worn off but there was no visible damage to the keypad. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and contamination was observed under all of the button contacts.